Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked. Exact location of leak was not known. Customer loaded another cartridge. Customer's blood glucose was 70-210 mg/dl.